Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed, no conclusion could be drawn, as the product has not yet been evaluated. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The power tool was checked with a function test for conformity. The device was heated for two hours in the air oven until the temperature of 85 degrees was reached. At this temperature the over temperature protection is working properly. Also the speed, power and torque were checked for conformity and correspond to our specifications. The complaint article works without any problem. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that on an unknown date a battery got warm during surgery. The hospital contact does not know the surgery during which the event occurred or if the handpiece got warm. This is report 1 of 1 for complaint (B)(4).